Event description:
Reportedly, the instrument was inserted in normal fashion and fired correctly. The instrument was turned 2 full times for removal but was discovered to be very difficult to extract through anus. It was discovered the anvil had not tilted after firing even though staples were deployed. After a difficult removal and dilation of anus, the instrument was removed. The staple line was secure but anvil had not tilted.